Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the validation code could not be requested. A a technical support specialist (tss) investigated the issue and identified that the cabinet was not synchronizing correctly. The tss updated the web service address, initiated a manual synchronization, and restarted the application after synchronization completed successfully. Following these steps, the process was completed successfully, and the user was able to proceed and await the validation code. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to request a validation code. When attempting to issue norco to the patient, the option to request a validation code was not displayed when selecting the medication from the patient profile. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.